Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death. It was reported that the patient was living in a long term care facility at the time of death. Pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. During visual inspection, the door cover was found to be damaged. A functional test was performed and the device passed. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.